Manufacturer narrative:
The event occurred on an unreported date in aug 2022. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was treated with unspecified anti-inflammatory drug (intraperitoneal) for peritonitis. Patient hospitalization, patient outcome and patient retraining on aseptic technique were not reported. Pd therapy was ongoing. No additional information is available.